Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked battery tube threads. Unit passed displacement test, sleep current measurement and active current measurement. No failed battery alerts or power anomalies noted during testing however, unit alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back where the clip slides in, above and all the way to top. Customer stated that the retainer ring was not damaged and they received a new battery cap, they tried to replace battery and insulin pump was not recognizing and alarming as replace battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.